Event description:
Additional information received from the sales representative on 2 apr 2010: the representative was unable to provide any demographic information or surgical details as to type of surgery except that it was a primary fusion. The surgeon used the incompass universal driver to tighten the set screws one last time after final tightening and it bent the prongs. There was no breakage off the driver, surgical delay, nor harm to the patient. This malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
Product is an instrument and not implantable. Evaluation is pending upon completed investigation of the product.